Event description:
It was reported that the patient underwent a minimally invasive spinal surgical procedure. It was reported that the inner sleeves popped off of the bone screw during surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
Macroscopic and optical examination of the tip of the reduction sleeves did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features; the tip-to-tip dimension (9.8 +0.2 /-0.0mm) actual measurements all found to be out of print specification. Visual and optical inspection noted multiple witness marks in the mas retention area of most of the returned sleeves. Functional evaluation was performed on both sleeves utilizing a sample extender and multi-axial screw (mas); sleeves would not retain the sample mas head when manually loaded at maximum angulation. Surgical technique for this part is for the surgeon to remove the extender from the body and screw by rocking the extender in a medi al/lateral direction and pulling upward. This can create stresses on the part that can bend the tips if performed aggressively. Witness marks on the upper walls and the bent tip condition of the inner sleeves suggest that aggressive release techniques may have been utilized.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.